Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap at the output window exhibits severe devitrification at the output window; the glass cap output area appears depressed; the metal cap exhibits severe charred detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 226,197 joules of use, while using the surgical fiber during a prostate procedure, "the fiber cap became loose and was no longer firing to the side". The fiber was replaced and the procedure continued using a second surgical fiber. At 3,640 joules of use, while using the second surgical fiber, there was "significant diminished vaporization efficiency"; the "fiber plug in was reported to overheat" and go into standby mode when the laser was fired. The procedure was completed using a third surgical fiber; 51642 joules of use. There was no patient injury reported. This report is for the first surgical fiber used.